Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6), was returned for product analysis. Analysis found that there was a failure with the recharger antenna and a "no device found" message was seen twice. The device was scrapped due to failing bench test. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep stating the definitive cause of why the ins feels hot/gets hot was not able to be determined. On (B)(6) 2025 the patient called and stated they were having difficulties charging the device and it was getting hot when pt tried doing so or they received an ¿rmo3¿ error code. Rep set up a patient meeting the following day (B)(6) 2025) to see if rep could try to figure out the problem or replicate the issue. Upon meeting with the patient on (B)(6) 2025 rep immediately noticed that the paddle was the old style without the added wire guard on the bottom side of the paddle. Rep asked the patient to take the paddle out of his belt and manually hold it on his ins as rep tried to connect to the programmer. The recharger connected just fine and rep was unable to replicate the actions leading to an rmo3 error code. Pt did also state that it didn¿t feel as if it was getting hot at this time, but the position of the paddle was different from how they normally had it during recharging sessions at home. Rep then did a better visual inspection of the paddle and saw that right where the wires went into the paddle it did appear that there were some exposed wires. Given the position of the paddle made a difference in how ¿hot¿ the ins was getting, led rep to believe it was likely a lose wire in the paddle. A follow-up call was made on (B)(6) 2025 to verify that the replacement paddle did correct the ¿feels hot/ gets hot¿ issue, and according to the patient, there have not been any further issues. Pt did not had any difficulties recharging the device nor they received an error code.

Manufacturer narrative:
Product ID 97755, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an external device. Caller reports patient is getting intermittent error code rm03 when he is charging. Caller reports when patient is charging, his stimulator/implantable neurostimulator (ins) feels hot/gets hot. Caller reports this started about 1-2 weeks ago. Caller reports patient noticed today the cord to the recharger is frayed. A replacement recharger (rtm) was sent out.